Manufacturer narrative:
This supplemental MDR has been filed as a correction since the device associated in this manufacturer report number 2016493-2025-77412 was determined to be a concomitant device. Please refer to manufacturer report number 2016493-2025-76987 which captured the reported event and suspect device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had a multiple device was down. The customer stated that the malfunction occurred when user trying to issue medication to patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had a multiple device was down. The customer stated that the malfunction occurred when user trying to issue medication to patient. There were no adverse events or injuries reported based on this event.